Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they were unable to remove the insulin pump's battery cap. Part of the battery cap was missing and part of the battery was exposed. Customer's blood glucose level was around 400 mg/dl. He treated his blood glucose level with syringes. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump downloaded in the carelink software and all bolus deliveries registered properly in the carelink history report noted. However, the insulin pump was received with broken battery, cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.